Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the cover. A further cause of the leakage could not be presumed. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A blockage was confirmed to be present in the air/water nozzle, which was identified during evaluation. The following additional findings were noted: leak at the scope cover, glue worn out and separated on the bending section cover, cracked light guide cover lens, buckling on the connecting tube, and a scratch mark on the switch box unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A medical facility reported, evis lucera elite gastrointestinal videoscope does not pass the soluscope, causing an image problem during reprocessing. Upon receipt and inspection of the returned device. It was discovered, that there was foreign material blocking the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device.